Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette alarm and patient line blocked alarm during treatment and subsequently detected moisture on the outside of the liberty cycler set. The patient had disposed of the packaging so no product information was reported to technical services. The patient canceled treatment. The patient confirmed that dialysis treatment would be completed through continuous ambulatory peritoneal dialysis (capd). Additional information received from the patient¿s pd nurse confirmed that the patient had not experienced any adverse patient outcomes or required any medical intervention. Additional information received from the patient confirmed that the complaint sample cassette has been discarded and is not available to be returned for evaluation.